Event description:
Reporter alleged the blood glucose monitoring device test strip vial label is "rubbed off." Reporter stated the area which should contain the date, lot, and code number are completely blank on the back of the label. Reporter indicated no actions were taken and no treatment was received as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.